Event description:
It was reported that the user experienced frequent low glucose events at 51 mg/dl while using the ilet system and perceived the pump was delivering too much insulin, leading the user to request a return; internal review of available reports indicated more high glucose readings than low, and the field team planned short-term monitoring to assess usability. Customer care provided support that included a review of device-reported glucose data and follow-up by the field team. Investigation of this case revealed an unclear cause of hypoglycemia given discordance between user report and aggregate data trends. No symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose. It was concluded that a definitive device-related cause could not be determined at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.